Event description:
It was reported that stent damage occurred. The target lesionw was located in the proximal end of left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the device shaft was intentionally cut after removal.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: promus element plus, mr, ous 3.00x32mm stent delivery system was returned for analysis with a break in the shaft polymer extrusion with hypotube and manifold hub not returned. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured using calipers and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The device was returned without the hypotube shaft or manifold hub sections. A visual and tactile examination of the outer and inner lumen and mid-shaft section found issues with a break in the shaft polymer extrusion 9.3cm proximal to the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.